Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A care giver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The cg stated she opens the bags with a sharp object and thinks that may have been the cause of the alarm. The cg stated she doesn't see anything wrong with any of the bags except for one is empty otherwise there isn't any water anywhere and she can't find any holes in any of the bags. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and had the cg finish the therapy with manual supplies. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The cg said that the nurse came over that night and they made sure the home patient (hp) had a fill since she keeps some inside of her. The cg said that they no longer use sharp objects to open the boxes, but she did not see any damage to any of the supplies she was using and did not know how air might have gotten into the line. The cg said the lot number was unknown and no samples were available. No patient injury or medical intervention was reported.